Event description:
It was reported that the pt had a single level interbody fusion at l4-5 using synthese fra allografts with infuse bone graft and anterior atb plate. Hydrosorb shield was also used. A layer was placed between the spine/'plate and iliac vessels. Another sheet was placed between the iliac vessels and the peritoneal wall. There were reportedly no problems intraoperatively; blood loss was estimated at 200 cc with 70 cc returned via cellsaver. The pt was treated with fragmin post-op. The pt went to a transitional care unit after about four or five days postop, and after convalescing in that facility for four or five days returned home. Approx four or five days following that (4/13/06 or 4/14/06), she was re-admitted to scripps memorial hosp with a right pulmonary embolus. Doppler ultrasound revealed no deep venous thrombosis, and the emboli were attributed to a pelvic source. Pt treated with heparin, and discharged home on coumadin. Pt is reportedly recovering well. The surgeon states that the only change in his past technique was the use of hydrosorb shield.

Manufacturer narrative:
H6 - there does not appear to be any definitive correlation between the pts. Adverse event (pulmonary embolus) and the implantation of a thin sheet of polylactic acid near the lower spinal column. Moreover, treatment with fragmin (a dvt treatment agent) appears to suggest that the pt was at risk for dvt. Dvt is a known morbidity factor for pulmonary emboli (pt's adverse event), further implicating dvt as the causative morbidity factor and not the implanted device. Since there is no product available for eval, the investigation of this complaint is limited, and we are unable to draw a conclusion.